Event description:
It was reported by the patient that they underwent a sling procedure approximately 10 years ago. Following the procedure, the patient stated they are now disabled, unable to ¿be¿ with spouse, and was in ¿suicidal pain¿ until the mesh was removed on an unknown date. The patient stated 10 years of their life have been stolen and the remainder is not what they wanted them to be and the toxicity has ruined their life. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.